Manufacturer narrative:
The insulin pump was received with all buttons functioning properly however, found corroded keypad traces. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive act button which was not resolved by a battery change. The blood glucose reading was 176 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.